Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Additionally, the cause of the foreign bodies in the light guide lens at the distal end could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for evaluation of a separate issue. During testing, the repair center technician found foreign bodies in light guide lens at the distal end. In addition, the acoustic lens cover of the distal end probe is cut. There was no harm reported.